Manufacturer narrative:
. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, a white balance message was intermittently displayed due to faulty connector. As to the cause of the faulty connector, the video scope connector had multiple deep scratches which were estimated to have caused the defect. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 4k camera head had the image flashing during reprocessing. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation it was found that the white balance message displayed intermittent due to bad video scope connector with many deep scratches. Additional evaluation findings were as follows: there was no sense intermittent of switch depression for button white balance due to a worn-out switch board and the rear had a faded label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.